Event description:
The following information was provided: as per medwatch mw5181595: stryker tritanium acetabular shell failure with consequences of metallosis, disability, loss of business, etc. My hip was replaced with a stryker hip component which failed within a year and began causing pain, inflammation and raised metal levels. Revision required in 2024 where surgeon replaced the failed device and found damage from metallosis, tissue damage, etc. Due to a failure of the stryker tritanium acetabular shell and causing metal on metal. I have to go on ssid disability now, business loss, pain, etc. My surgeon would be more than pleased to assist with anything he can do to go after stryker. He has a number of people with this issue and other he knows from other surgeons through his being the president of an orthopedic organization. There is no recall on this specific part of the device to my knowledge.